Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated, and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.

Event description:
The customer reported a leaking stopper from their dl PICC line. The rubber stopper where the stylet passes through was leaking. They had to intervene to ensure not air was introduced into the system. It was used on a patient and there was no harm to the patient. Additional information received 6/20/2023: per the customer, the event did not involve an urgent life-threatening medical situation. The leak was discovered when the clinician flushed the PICC line prior to insertion (flushed the side with the stylet). The event did not interrupt treatment. The patient did not experience any abnormal signs or symptoms. There was no medication involved. A stat lock was used to secure the device in the end. No patient harm, injury or negative outcome that has not already been discussed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
The customer reported a leaking stopper from their dl PICC line. The rubber stopper where the stylet passes through was leaking. They had to intervene to ensure not air was introduced into the system. It was used on a patient and there was no harm to the patient. Additional information received (B)(6) 2023: per the customer, the event did not involve an urgent life threatening medical situation. The leak was discovered when the clinician flushed the PICC line prior to insertion (flushed the side with the stylet). The event did not interrupt treatment. The patient did not experience any abnormal signs or symptoms. There was no medication involved. A stat lock was used to secure the device in the end. No patient harm, injury or negative outcome that has not already been discussed. Clinician states patient information is not relevant.